Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material was in the nozzle. The foreign material was unable to be identified. There were no deformations to the nozzle. The event can be detected/prevented by following the instructions for use in chapter 3 preparation and inspection and specifically in section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system which state [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens. Correction being made to d5 to be health professional. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of '"image disappears, no image unrestorable," was not reproduced, however, evaluation found corrosion on the device connector and this caused the monitor to display a black screen with no image . This condition attributed to an electrical continuity, occurred due to water invasion in the scope connector (image restorable, it may return to normal sometimes) . Furthermore, evaluation observed a clogged nozzle with foreign material. This condition attributed to insufficient cleaning (handling problems). Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, the following defects were identified during device inspection: due to wear of angle wire, the play of up/down knob is out of the standard value. The angle wires become stretched. Suction cylinder (s-cylinder) found shaved. Scratch found on forceps elevator (fe) lever, fe knob, right/left knob, up/down knob, control unit, connecting tube. Discoloration found on s-connector and control unit. Connecting tube has wrinkle. S-connector found dirty due to water leakage. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware , noted ¿no¿ as to when the foreign matter adhered on the device. Did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Flushed air/water nozzle with detergent solution. Brush points for air/water channel with clean lint free cloths, brushes, sponges- noted ¿unknown.¿ facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not put any comments, no information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of "image disappears, no image unrestorable." No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign matter clogged in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation.